Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-nov-2024, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(4), ubd: 05-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced a loss of relief. The x-ray of leads reveals lead migration. The patient was reprogrammed and the issue was resolved at the time of the report.